Event description:
While vns patient was undergoing a culture of their neck incision site, the patient experienced a vasovagal episode where they reportedly fainted. The patient was seen in the hospital emergency room and dishcarged the same day. The patient was reportedly undergoing the culture to determine if the neck incision site was infected, since the site was swollen. Cultures were negative. Neurologist indicated that the "pimple-like" area on the patient's neck incision is bilieved to be scar tissue. The patient was reportedly doing well at follow-up visit.